Event description:
Olympus hot biopsy forcep (fd-1u-1b)-for colonoscopy. This forceps appears to have a defect in that the insulation tends to slip as a result of the adhesive loosening. This creates a potentially hazardous situation for pt & operator. The MFR has been notified of this problem. (No injuries have resulted as of yet in facility.)